Manufacturer narrative:
This product was received and tested by technical services and though the image failure was confirmed, the cause was not fully determined. The input connector / front window assembly was replaced. Image quality test and electrical safety test passed. Service complete. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a portable video monitor, there was no video signal. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.